Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was blocked and could not be injected. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing for exhausting before use, it was found that the insulin liquid could not be injected, and the customer thought that the needle was blocked."

Event description:
It was reported that the bd ultra-fine¿ pen needle was blocked and could not be injected. The following information was provided by the initial reporter, translated from chinese to english: "when preparing for exhausting before use, it was found that the insulin liquid could not be injected, and the customer thought that the needle was blocked"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Clog test was conducted on 7pcs retention samples and no needle clog fail found.